Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited oversensing noise. It was noted that when the patient presented in clinic the right ventricular lead noise was reproduced when the patient would cough. Programming changes were performed. The patient was in stable condition.